Manufacturer narrative:
B4: 30apr2021. G4: 29apr2021. H10: parts were received and it was identified that previous investigations have shown that a component that was built without a date code could be subject to cold joints within the component that can result in it failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
It was reported that the ventilator alarmed back up alarm failed. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue and found in the ventilator diagnostic logs multiple times the occurrence of the error code back up alarm failed. The se replaced the central processing unit (cpu) and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.